Manufacturer narrative:
Based on information provided, it cannot be determined how long the foreign body, alleged to be v.a.c. Granufoam dressing, was left in the wound nor if it caused or contributed to the infection. How and when the material was removed from the wound was not provided nor was information related to use of any medical treatment provided. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Multiple attempts have been made to obtain additional information regarding the alleged event, but there has been no response. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: v.a.c. Foam allegedly had gotten "stuck" in the wound, which caused "more" infection. The v.a.c. Granufoam dressing lot number was not provided and is not available for return, therefore a device history review and a device evaluation could not be performed.